Manufacturer narrative:
Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported intraoperatively, the stardrive piece for the variable angle (va) compact hand screw was broken, the stardrive recess was damaged. This repot is for a screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Ih3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the scrdriver shaft 1.3/1.5 t4 self-holding (p/n: 03.130.010 , lot #:83p0298) was broken. A dimensional inspection was performed for the scrdriver shaft 1.3/1.5 t4 self-holding (p/n: 03.130.010 , lot #:83p0298) and met specifications/was unable to be performed due to post manufacture damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the scrdriver shaft 1.3/1.5 t4 self-holding (p/n: 03.130.010 , lot #:83p0298) was found to have the tip broken. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: screw driver shaft 1.3/1.5 t4 self-holding was not returned for visual inspection. No broken features were observed with the photographic evidence reviewed. The photo shows the device with red tape on the tip, this might be covering the broken part of the instrument. Therefore, it is not possible to confirm the complaint of broken. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 23-mar-2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.26. Inspection certificate supplied to universal punch from zapp (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 04-may-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 27-may-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Device history review - this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.